Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed creatinine_2 (crea_2) results were obtained on seven patient samples on an atellica ch 930 analyzer. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked the instrument and identified that the photometer source lamp and light emitting diode (led) intensity check errors, and photometer lamp error failure. The cse replaced the source lamp, reaction cuvettes, and drained and filled the water bath, checked the lamp voltage, and adjusted it. Further, the cse performed auto check and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the instrument malfunction potentially contributed to the erroneously depressed crea_2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneously depressed creatinine_2 (crea_2) results were obtained on seven patient samples on an atellica ch 930 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on two alternate atellica ch 930 analyzers. The repeat results recovered higher than the initial results and matched the patient's clinical history. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneously depressed crea_2 results.